Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the handle broke apart. The root cause is attributed to a combination of product design and heavy usage. A two-year search of the complaint database found (B)(4) was implemented on (B)(4), 2013 that changed the material of the handle from aluminum to overmoulded silicon. The root cause appears to be a combination of product design and heavy usage. The date code nt0509 indicates the instrument was manufactured in may of 2009; prior to the change. Based on the investigation, the need for corrective action is not indicated. Continue to monitor via post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Impaction pad on pinnacle cup impactor broke while surgeon was inserting cup.